Event description:
It was reported that a health care provider (hcp) was seeing the patient for the first time, and they noted that on (B)(6) 2013, the patient's last provider set the pump to "stopped." It had been stopped for 985 hours (41 days). The new provider thought it was because the patient wanted it explanted. The patient did not like the aesthetics of the pump, so the hcp thought it was going to be explanted, but was unsure why the pump was not set to minimum rate rather than stopping it. Elective replacement indicator (eri) was noted to be in 50 months. It was the understanding of the hcp that 24 to 48 hours after the pump was stopped, the patient went into withdrawal and was admitted to the hospital with abdominal pain, nausea, and vomiting. The pump system was delivering dilaudid.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# unknown. Product type: catheter. (B)(4).